Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal hernia repair, the obturator broke, which made it impossible for the dissection balloon to fully inflate. There was no patient injury.